Event description:
The customer reported difficulty pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to press the button firmly while supporting the bottom of the pump, which resolved the issue as the customer confirmed the button was functioning as intended.